Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was cutting tissue, a blade from the monopolar curved scissors instrument broke off and fell into the pt. The broken piece was retrieved, and the planned surgical procedure was completed after a delay of 15 minutes and with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left grip blade is fractured and the broken piece was not returned with the instrument. The broken blade had fractured at the cross section of the cable crimp and the fracture plane is nearly straight. The intact blade does not exhibit any damage.